Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with the up and down arrow buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/18/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation, the rubber keypad was found to be missing. All of the keypad buttons were found to be unresponsive. During investigation, there was evidence of contamination found under the up arrow and down arrow key contacts. The keypad flex cable was found to be peeling from the base. The up arrow key contact was misaligned and the contrast key contact was missing. Unrelated to the complaint, evaluation revealed a cracked battery compartment and evidence of moisture contamination was observed inside the battery compartment. The battery cap was unable to fully tighten due to battery compartment crack; no power loss was observed. Also unrelated to the complaint, the display screen was found to be faded and discolored. A test screen was inserted and functioned appropriately. The pump case was opened and no evidence of moisture contamination was observed inside pump.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).